Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed troubleshooting. The cse ran precision testing on a patient sample and quality control sample, which were acceptable. The cause of the imprecise results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of a dimension rxl max with hm instrument observed imprecision on cardiac troponin-I (ltni) patient samples and quality controls. It is unknown if discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise ltni results.